Event description:
Additional information was received from the consumer on (B)(6) 2016 regarding steps taken to resolve the residual stimulation felt even after the implantable neurostimulator (ins) was turned off. The consumer reported that the residual sensation that made the patient feel as if the ins was still on was a temporary response and had faded. The patient further reported that all was well now, and the ins was being charged regularly so that it could be used in the future, as needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and a patient who was implanted with a neurostimulator for failed back surgery syndrome and non-malignant pain. It was reported that after the patient turned stimulation off they still felt stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.